Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The root cause of the stroke cannot be determined since the product was not returned and insufficient clinical details were provided. B1 required intervention was erroneously selected on the initial manufacturer device report number. E4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with extracorporeal membrane oxygenation-impella (ecpella) for mechanical circulatory support. From the first day of impella administration, the patient's brain prognosis was poor, and dnar was performed. No additional treatment, such as blood transfusion, was performed, and the procedure was completed. Additional information was provided that noted the patient expired from hypoxic encephalopathy. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿